Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. Eval code method 10 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the navigation system (s/n (B)(4)). Testing revealed that the system was functioning normally. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that after the surgeon verified the orange navlock tracker, it could not be tracked. It was noted that all other instruments could be tracked. The site switched to another navlock tracker and completed the case. It was noted that the cause of the issue was user error. It was noted that the tracker was not properly setup and that light distortion can occur if the tracker is not applied correctly. The site tested the tracker and testing confirmed that there was no physical damage. The system was functioning as expected and it was noted that this was an issue with the tracker. There was no impact on patient outcome.